Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation. Another lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than stylet insertion test failed likely due to body fluid, x ray showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Muscle/pocket stimulation is a known medical risk for implanted pulse generator systems.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation. Another lv lead was implanted. No additional adverse patient effects were reported.